Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sv 3.0b pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, missing end cap sticker and cracked battery tube threads. The test infusion set and reservoir does not lock into place.